Event description:
It was reported that the customer passed away after being hospitalized due to low blood glucose levels. It was stated that the customer was in a coma, and never recovered. It was unknown whether or not the customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.